Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was intermittently rebooting. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that local security policy was required to update. A technical support specialist (tss) collaborated with the onsite filed service engineer (fse) to update the local security policy by setting the machine inactivity limit from 450 seconds to 0 on all stations. Changes were applied using registry update and group policy refresh commands, followed by rebooting the stations through station configuration to complete implementation. The system functioned as intended after the technical support specialist troubleshot the device.